Event description:
The customer reported that the 840 ventilator stopped cycling while in use on a patient. The patient was not harmed or injured as a result of the event. The biomed suspected the respiratory therapist did not plug the ventilator into the wall outlet. The customer reported to have not duplicated the alleged malfunction. The ventilator passed all testing. Covidien was not authorized to evaluate the device.